Manufacturer narrative:
Reference record (B)(4). Catalog number the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in greece underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported (B)(6) 2020 that the stoma has an irritation approximately 4 cm, accompanied with pain and a little discharge of smelly fluids. The treating physician ordered oral antibiotic ceclor for 7 days.